Event description:
It was reported the implant had moved posterior 2 weeks after the initial surgery. We tried to collapse the implant to reposition, but it would not collapse back down. We had to remove due to questions about possible defects of the implant and replaced with another size.

Manufacturer narrative:
The device was not available for evaluation. No determination could be made as to the cause of the reported issue.